Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a minicap transfer set during use. It was reported the patient experienced peritonitis manifested by abdominal pain and fever. Two days later, the patient was hospitalized for the peritonitis event. Treatment was not reported. It was reported the patient was discharged 12 days after hospital admission. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.